Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found that the metal cap was securely in place and did not show any signs of detachment, instead, microscopic analysis of the fiber tip identified a circumferential fracture at the distal side of the fiber cap and a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported cap detachment. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture and a glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the metal cap got kinked and detached. It was noted that it did not detach inside the patient's body. No saline solution was used and the metal cap did not detach while wiping it. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the metal cap got kinked and detached. It was noted that it did not detach inside the patient's body. No saline solution was used and the metal cap did not detach while wiping it. The procedure was completed with another fiber. There were no patient complications.